Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirms the reported event of disassociation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a routine right total knee replacement on (B)(6) 2019. Patient was presented to surgeon's office with mechanical noise, and an inability to flex her knee after a fall. Patient was brought to the operating room and it is noted once entering the knee that the liner is no longer engaged with the tibia and is sitting above it. Tibial liner is being sent to depuy for analysis. Surgeon is requesting a response letter. Doi: (B)(6) 2019; dor: (B)(6) 2019; right knee.